Manufacturer narrative:
Evaluation of the returned pod8 revealed damage on the proximal end of the introducer sheath. If the pod8 is forcefully mishandled during use, damage such as this may occur. This damage may have contributed to the reported resistance. During the functional test, the pod8 was advanced through a demonstration lantern with resistance due to the ovalization on the introducer sheath. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using pod coils and a non-penumbra microcatheter. It was reported the patient anatomy was mildly tortuous. During the procedure, the physician encountered resistance when inserting the first pod coil into the proximal shaft of the microcatheter. Therefore, the pod coil was removed. The procedure was completed using two new pod coils, three ruby coils, two pod packing coils (pod pcs), and the same microcatheter. There was no report of an adverse effect to the patient.